Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from the distal end and s-cover. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that their loaner evis exera iii duodenovideoscope device had an unspecified connector defect. Upon the receipt and inspection of the returned device, it was discovered on (B)(6)2023 that there was foreign material in the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device distal end. The customer's originally reported issue was confirmed. The following additional findings were also noted: loss of water tightness in forceps elevator and due to a crack on the scope cover, assorted scratches, discolored components, cracks, components with loss of color, dents, loose mouthpiece, shaved distal end, and residual liquid in the distal end of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.